Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's ins had overdischarged too many times and the hcp was planning a replacement of the ins, however, the patient canceled her last appointment with her physician at which time they would have evaluated the device. More recently, the patient failed to return phone messages, and it was reported that the patient was "lost to follow-up".